Event description:
Medical crew attempted to use the lp15 for defibrillation while pt was in cardiac arrest. The crew witnessed an apparent shock followed by the monitor turning non-responsive. An alternate machine was available and placed on the pt, replacing the lp15.